Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 148mg/dl. Customer stated that the insulin pump had hardware low level failure error during self test. The insulin pump will be returned for analysis.